Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed tech. Has error on 8100 unit with rate calibration test fail, needs to replace pressure sensor for rate top sensor but can replace both if error continue after sensor is replace unit has to come in for services repair. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: biomed tech. Has error on 8100 unit with rate calibration test fail, needs to replace pressure sensor for rate top sensor but can replace both if error continue after sensor is replace unit has to come in for services repair.